Manufacturer narrative:
E1 field: establishment name: (B)(6). The device was returned to olympus for inspection and the device inspection found the bending section on insertion part had cementing defect. Based on the results of the investigation, the most probable cause of the reportable issue is traced to component failure indicating expected or random component failure without any design or manufacturing issue. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that it looks as if the adhesive sealing the armor of the cystonephrofiberscope had swollen, which could cause injury to the patient. It was unknown when the issue occurred. There were no reports of patient harm.